Manufacturer narrative:
Patient identifier not made available from the site. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. No specific measurement, or further details, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.